Event description:
It is reported by the surgeon of the hospital, that the g3 nail broke.

Manufacturer narrative:
Evaluation revealed the reported trochanteric nail kit, ti gamma3® ø11x180mm x 130° to be the primary product. The other products reported are considered associated products, which did not contribute to the event. The devices reported were not returned to stryker (B)(4); according to information received they were not available for investigation (¿untraceable¿). Thus, a physical examination of the broken nail was not possible. Review of the device history records of the affected nail kit revealed no conspicuities in material or manufacturing. The reported nail has been implanted in (B)(6) 2014 and was found to be broken in (B)(6) 2015, which means an implantation duration of approx. 5 months. In the surgery report of the revision the nail breakage was diagnosed together with ¿delayed union¿. Further it was stated: ¿the greater trochanter was found to be partially fractured and represented a non-conjunction. Partially sclerotic bone conversion had occurred.¿ the affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The revision implant was a thp. Based on the above evaluation the nail breakage reported is not linked to a deficiency of the device, but is rather considered patient related (insufficient bone healing / delayed union / partially sclerotic bone conversion); the nail broke due to overload after an implantation period of approx. 5 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the surgeon of the hospital, that the g3 nail broke.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.